Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the malfunction was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide lens adhesives detached. There was no patient involvement.